Event description:
It was reported that a battery depletion alert was received from this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services (ts) was contacted for a device data review and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. Due to the patient's mental condition, it was determined that a system replacement procedure would be too difficult. It was inquired as to whether the device therapy can be programmed off and the device left in situ, but this has not yet occurred. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a battery depletion alert was received from this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services (ts) was contacted for a device data review and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. Due to the patient's mental condition, it was determined that a system replacement procedure would be too difficult. It was inquired as to whether the device therapy can be programmed off and the device left in situ, but this has not yet occurred. The physician decided to deactivate therapy once the device reaches normal end-of-life. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a battery depletion alert was received from this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services (ts) was contacted for a device data review and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.